Manufacturer narrative:
Additional symptoms: refractive surprise and significant reduction of irido-corneal angles. Additional information: reporter states the high vault was probably caused by too much viscoelastic left in the eye. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens into the patient's right eye (od) on (B)(6) 2017. The patient was experiencing excessive vault and mydriasis. As of (B)(6) 2017, the problem is resolved. Reporter stated that the symptoms resolved themselves. As of the date of MDR submission, the lens remains implanted.

Manufacturer narrative:
Additional symptoms: refractive surprise and significant reduction of irido-corneal angles. Additional information: reporter states the high vault was probably caused by too much viscoelastic left in the eye. (B)(4). Claim# (B)(4).

Manufacturer narrative:
(B)(4).